Event description:
The healthcare provider reported that telemetry confirmed that a critical alarm was occurring, eos/eol (end of service/end of life). The healthcare provider had been planning on refilling the patient¿s pump, however, upon interrogation of the pump it was discovered that the pump had reached eos. The programmer showed that the patient¿s pump had been in eos for approximately 489 hours or approximately 20 days. Per the healthcare provider did not recall any patient symptoms but did state that the patient was in the hospital recently for an infection and joint pain. Per the reporter it was unknown if the infection and joint pain was related to the device/therapy. The pump was used to deliver baclofen. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8 590-1, lot# n128429, implanted: (B)(6) 2007, product type: accessory; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).